Event description:
It was reported that when the device was used during a left hemicolectomy, it did not cut and failed to apply the staples as expected. A second, lower resection had to be performed in order to complete the procedure. There was no adverse patient consequence.